Event description:
It was reported that insulin was suspended during bolus delivery. Reportedly, the customer resumed insulin delivery successfully. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.